Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Manufacturer narrative:
(B)(4). Result of examination: the history files were read out and analyzed. Because no date of occurrence was mentioned, the last therapy was investigated. There a device alarm was found logged. It is a device alarm , which occurs sporadically at the end of a therapy instead of the alarm which is indicating the volume end. Note: when a device alarm occurs the infusion is immediately stopped. Press the on/off button to switch off the device. Then switch the device on again. In case of a repeated device alarm you must close the rollerclamp, disconnect from the patient, open the front door of the pump and take out the disposable. The device needs to be handed to the service department. The infusomat space was subjected to a visual and functional examination. No external damages were found. The device was slightly contaminated and showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to (B)(4) was performed. All measured values are within our specification. The pump operated as intended. Note: in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of (B)(4)): pump reset while in use.